Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was confirmed via photos provided. Product photos show screw hole plug still within cup with rounded hex feature. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw hole plugs were so tight that they could not be removed. This surgery was finished with backup product. Attempts have been made and additional information on the reported event is unavailable at this time.